Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the nurse found the arrow raulerson syringe (ars) leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with multiple components, including a catheter, a spring wire guide, and the product lidstock for analysis. The arrow raulerson syringe (ars) was not returned. Visual examination of the returned components did not reveal any anomalies or defects. Functional inspection could not be performed without the ars or an introducer needle returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer report of an ars leak could not be confirmed through complaint investigation of the returned sample. The ars was not returned. Without the complete sample returned for analysis, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.